Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. The patient had a short wide angulated aortic neck. A heli-fx endoanchoring system (0011935205) was intended to be used in an unknown endovascular treatment on . It was reported during the index procedure, a type ia endoleak was identified post implant. Heli-fx endoanchors were used as treatment, however when once the applier was activated it immediately displayed a flashing blue error light. The applier was not used and did not come in contact with the patient. A new heli-fx applier (0012016027) was then used successfully and 10 endoanchors were implanted, however while the endoleak reduced, it did not completely resolve. Per the physician the cause of the type ia endoleak was due to anatomy and it was noted that the physician assumed a type ia was going to occur post implant of the bifurcate. The cause of the blue light error is undetermined. No additional clinical sequelae were reported, and the patient is fine.